Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During use, the clip torn of the cystic artery with haemorrhage, difficult to control, having required the establishment of endoclips. All medwatch submissions related to this report are: 9610612-2018-00096, 9610612-2018-00098.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers, and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: based on the quality standards we exclude a material or manufacturer caused error. No CAPA is necessary.